Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
The device was explanted.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within specification, one opening curved on the radius, crease fold, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified one opening crease sharp on the radius, wear abrasion and stress marks. Based on the device analysis the final assessment is a crease sharp opening on the radius due to fold flaw opening.